Event description:
(B)(6) ma from md office called to report a defective device. When the box was opened syringe was damaged and completely broken off between the syringes and the needle. Patient had an appointment today, they were able to administer to knee. Unknown if patient experienced an adverse event or if product available for return. No further information provided. Indication: unilateral primary osteoarthritis, right knee.